Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 85% stenosed, de novo and concentric lesion was located in the non calcified and non tortuous mid left anterior descending (lad) artery. The lesion size was 15mm long by 3mm wide. Vascular access was obtained through the right femoral artery. Balloon preparation and no defects were noted. Upon attempting to pre-dilate the lesion, the 20mm x 2.5mm maverick2 monorail ptca balloon catheter was advanced to the lesion and ruptured at 12 atms after 2 to 3 seconds, on the first inflation. The lesion was reported to be 60% stenosed post-dilatation. The balloon catheter was removed from the patient without incident. The procedure was successfully completed by implanting an unspecified stent. No patient injuries or complications were reported. The patient's status was reported as "fine."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).